Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis. The ecog and impedance data are suggestive of a potential lead break.

Event description:
Review of the patient ecog identified flat signal on the right thalamus (cm) depth lead secured with a dog bone with lead protection. On (B)(6) 26, the lead was replaced. During the explant process, the surgeon noted a potential area of damage on the curved part of the lead, where it was resting on the battery.